Event description:
The customer contact reported a leak. On an unspecified date, it was reported that the vial was filled with an unspecified medication and loaded in an unspecified patient controlled analgesia (pca) pump. No specific pump programming was provided. After an unspecified time, the customer contact reported that solution leaked from an unspecified location. There were no reported adverse patient effects and no reported delay to therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was reported including if the patient experienced increased pain, or if the vial was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.